Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) / biomed need assistance on 8015 sn (B)(4) having an error 800.8000. Case resolution: I assisted (B)(6) / biomed on 8015 sn (B)(4) having an error 800.8000, resolution is to re-flashed the 8015 device. If error 800.8000 continue to show up, then the logic board might faulty and need to be replaced. Biomed will call back if need further assistance.